Event description:
The initial reporter stated they received discrepant results for two patient samples tested with li lithium on a cobas c 503 analytical unit. The first sample initially resulted in a lithium value of 1.9 mmol/l on (B)(6) 2023 and this value was reported outside of the laboratory. The doctor questioned the result. The sample was repeated on a second analyzer, resulting in a value of 0.60 mmol/l. The sample was also repeated on the complained analyzer, resulting in a value of 0.54 mmol/l. The repeat value of 0.54 mmol/l was deemed correct and was reported outside of the laboratory. Due to issues observed with the first sample, the customer repeated patient samples and found a discrepancy with a second patient sample. This second sample initially resulted in a lithium value of 1.2 mmol/l on (B)(6) 2023. The sample was repeated on (B)(6) 2023, resulting in a value of 0.3 mmol/l. It was asked, but it is not known if any questionable results were reported outside of the laboratory for this sample. The lithium reagent lot number was 590942. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer changed the reagent probe and the field application specialist configured an extra wash cycle. Qc was performed that passed the customer ranges. The qc recovery was within the acceptable ranges. Therefore, there was no indication of a performance issue with the reagent. The investigation determined the service actions resolved the issue.